Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: 419688 lead, implanted (B)(6) 2012.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a charge circuit timeout with an end of service (eos) warning occurring during a ventricular tachycardia (vt) storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.